Manufacturer narrative:
UDI: (B)(4).

Event description:
It was reported that intermittent ventricular undersensing was observed on the implantable cardioverter defibrillator. The asymptomatic patient presented for follow up in clinic. Upon review, chronic non sustained ventricular oversensing caused by oversensing anomaly was noted. Programming modifications were performed successfully. The patient was stable and would continue to be monitored.